Event description:
The customer states that the system is displaying a pre-charge failed error message.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep troubleshoot and replaced the f1 on generator driver board. He checked the system operation by booting and making test fluoro exposures. The system operates as intended.